Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled. Technical services (ts) was consulted and walked the caller on how to reenable it. Ts noted oversensing of signals due to the patients low amplitude. At a later date, this device delivered one shock as inappropriate therapy, with air entrapment suspected. This device remains in service. No adverse patient effects were reported.